Event description:
It was reported that the patient could not pump the inflatable penile prosthesis (ipp) device. The physician suspected fluid loss. The device was removed and replaced. Upon removal, a hole was noted in the cylinder causing the fluid loss. There were no patient complications.

Manufacturer narrative:
B3 date of event: unknown, used the first day of the aware month.